Manufacturer narrative:
Qn#(B)(4). The reported complaint that "while inserting balloon got stuck in sheath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "while inserting balloon got stuck in sheath". Additional information states that another catheter was inserted to c ontinue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon re-turn, the super arrow flex (saf) sheath was noted on the iabc bladder; the visible portion of the bladder was unwrapped. The one-way was tethered to the short driveline tubing. Kinks to the central lumen were noted at approximately 8.7cm, 9.4cm, 9.7cm, 11cm, 60.7cm, 69.5cm, 70.5cm, 71cm, 71.5cm and 72cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The peel away sheath was noted on the iabc outer lumen; however, the saf sheath was noted on the returned iabc bladder, which indicates the user did not prep the iabc per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:under "sheathed insertion" section:" remove peel-away hemostasis de-vice as follows:-grasp wings of device leaving distal end of catheter pointing away.- while pressing down along center of device with your thumbs, pull up on wings of device with your index fingers.-repeat this motion in other direction until hub is split in two.peel the two halves of hem ostasis de-vice apart to remove.advance iab into sheath while controlling proximal end of guidewire." Furthermore, the iabc bladder was noted withdrawn through the saf sheath which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" do not remove arrow iab through hemostasis sheath introducer or he-mostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 9.8cm from the iabc distal tip, which is the location of the previously noted kink. No blood or de-bris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 50.5cm from the iabc luer which is the location of the pre-viously noted kink. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufac-turing specifications prior to release. The reported complaint for "while inserting balloon got stuck in sheath" is confirmed. Multiple kinks to the central lumen were noted during the visual inspection of the returned iab catheter, and re-sistance was noted at the locations of the kinks upon loading a guidewire into the iabc central lumen. Unrelated to the reported complaint, the peel away sheath was noted on the iabc and the re-turned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU). As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinks is undetermined, but a potential cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "while inserting balloon got stuck in sheath". Additional information states that another catheter was inserted to c ontinue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "while inserting balloon got stuck in sheath". Additional information states that another catheter was inserted to c ontinue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".